Event description:
It was reported that a balloon burst occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00mm x 12mm emerge balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon got burst. The device was pulled out completely from the patient body. Subsequently, the physician uses a 3.00x12mm emerge, 12x3.00mm nc quantum apex, 12x4.00mm nc quantum apex and 10x2.50mm wolverine but the device was difficult to advance and got kinked. The procedure was completed with a different device. No patient complications were reported.